Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery. The physician advanced the 3.0x30mm emerge balloon to the lesion and on the first and second inflations, inflated the balloon to 16atms. On the third inflation, the balloon was inflated to 14atms and ruptured. The device was removed and the procedure was completed with another 3.0x30mm emerge balloon. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR:the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: balloon pressure should not exceed the rated burst pressure.(B)(4).